Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: 4196 lead, implanted: (B)(6) 2009; dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos) resulting in the patient being paced at approximately 40 beats per minute. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.